Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination, the unit was found to require. Replaced mother board.

Event description:
It was reported the generator boots up with error 1. The rep received the unit from another rep as demo. The device was powered on to see if it was working. There was no patient involvement.